Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they are having high and low blood glucose. Customer's blood glucose has been as high as 544 mg/dl and low down to 30 mg/dl range. Customer believes the time might be reversed. Customer requested trainers information and declined any troubleshooting on the insulin pump. Customer stated he has changed the setting and insulin, however she is unable to control her blood glucose levels. Customer checked if the time was set to am or pm, customer stated it was correct. The insulin pump is not returning for analysis.